Event description:
The device user (du) reported message code 80 (low battery) on the metra. They had already changed out the power cord and outlets, but the battery was still not charging. The clinical specialist (cs) assisted the device user with troubleshooting and at the time, the battery was at 44 percent. It was noted that the liver was not on board at the time. The du was guided through a hard reset of the device. This resolved the issue and the battery charge increased to 47 percent in less than 30 seconds.

Manufacturer narrative:
A service engineer (se) reviewed device data and concluded a power failure may have occurred. The device was quarantined based on their recommendation. The se also evaluated the device at the customer site. They were unable to replicate the reported issue, but did observe that the power cable was loose in socket. They also observed resistances as high as 500 ohms when performing continuity checks. Power cable failure was suspected due to resistance testing. Therefore, the cable was replaced and afterwards the device passed testing (jn-770). It was noted that the cable was in use over six months prior to the reported event and that the cable displayed normal wear. Furthermore, there were signs that it may have been ran over by a heavy object.